Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the device broke off in the shoulder joint during arthroscopy. There was no patient impact and there is no information if a delay occurred. Due diligence is complete as no additional information is available.